Event description:
The customer reported that during prostate vaporization the laser beam emitted through a hole/crack next to the output window at 118,799 joules. It was reported that the physician immediately stopped when this event occurred and that there was no pt injury. The procedure was completed with a second fiber. The pt outcome was reported as "good".